Event description:
It was reported that the customer had differences between the sensor glucose and blood glucose readings. The customer's sensor glucose was 43 mg/dl and blood glucose was 229 mg/dl. The customer stated they would change their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.